Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the jaw of the el314 applier broke off and fell into the pt's abdomen. The jaw piece was retrieved without difficulty. There was no consequence to the pt.